Event description:
It was reported that the patient experienced "pulling" on her lead / extension when she turned her head. She was told by her hcp that the wire was too tight and not long enough, and would require surgery to correct. Additional information received from the hcp reported that the patient experienced pain and trauma, and the cause of the event was scar tissue. The patient underwent a surgical intervention on (B)(6) 2011 to revise the left lead placement and break up scar tissue. The patient was admitted to the hospital for surgery only, and there was no patient injury. See also MFR. Report # 3004209178-2011-09614.

Manufacturer narrative:
Neurostimulator 7426 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, lead model 3389s-40 lot# v477182 implanted: (B)(6) 2010 explanted: na, lead model 3389s-40 lot# v541946 implanted: (B)(6) 2010 explanted: na, extension model 7482a40 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, extension model 7482a40 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, programmer 7438 serial# (B)(4).